Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be conclusively determined. However, it was reported that before the incident occurred, the ceramic insulation at the distal end of the inner sheath had been repaired by an unauthorized third-party service provider in august/september 2019. Therefore, this event/incident was attributed to use error. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. Instead a manufacturing and quality control review was performed for the last 24 months of production. There were no non-conformities or deviations regarding the described issue. The case will be closed on olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that an unauthorized third-party repair was performed on the inner sheath. The device¿s insulating insert is not an original olympus ceramic insulation but a component made of unknown plastic, which was attached using an unknown adhesive. Furthermore, the surface was treated with rough blasting and the laser inscription has partly been removed. Therefore, the event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during therapeutic transurethral resection of the prostate/bladder tumor (turp/ tur-bt) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell inside the patient¿s bladder. However, no fragment remained inside the patient since it was reportedly retrieved. No further information was provided but there was no report about an adverse event or patient injury.